Manufacturer narrative:
A review of the complaint device history records, indicated that the graft was processed and inspected according to procedures and was therefore released following acceptable quality inspections and tests. Specifically, no anomaly was evidenced in the collagen coating records. The review of the water permeability testing records of products coated on the same day as the complaint device indicated values well within product specifications. Please note that water permeability testing is recognized by international standard for vascular grafts as the test to address the risk of blood leakage. One retention sample coated on the same day and under the same conditions as the involved device underwent water permeability testing. The test result indicated a value well within product specifications (< 5 ml/cm²/min). No conclusion can be drawn. However, the conducted investigation would tend to indicate that the product was not defective.

Event description:
During a surgery performed on (B)(6) 2017, the hospital reported that there was an excessive leaking through the graft. The product remained implanted. No information about the consequence for patient could be obtained at the date of this report.